Manufacturer narrative:
The reported failure is accommodated in the product risk management file as being linked to hazard with description patient exposure to function / deterioration of function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. Review of the DHR for this device, serial number h295488281334 , did not find any non-conformances or abnormalities related to the reportable malfunction/ allegation identified in this complaint record during testing of the device prior to distribution

Event description:
A trilogy evo o2 device was returned to the service center for service. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation, a ventilator service required alarm error code e304 (evt_ui_backlight_fail) was confirmed in the error log. The display printed circuit assembly (pca) was replaced to address the issue. Additionally, the air inlet foam filter and particle filter were replaced for maintenance to prevent failure. Performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly. The software version was upgraded from 1.06.10.00 to 1.06.15.00. A final report is being submitted. If new information becomes available, a follow up/supplemental report will be completed.